Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an erratic graphic user interface (gui) bottom display. The ventilator was not in use on a patient at the time the event occurred. Recommend customer to move the top and lower displays to see if the issue follow the display, looking at the touch frame for any noticeable conditions. Customer acknowledged and will call back with findings.